Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion,), h11. It was reported that during preventive maintenance (pm) performed by getinge field service engineer (fse) the cs300 intra aortic balloon pump (iabp) was found to have degraded pneumatic lines. No patient involvement and no harm reported. The fse observed that multiple pneumatic components including the vacuum and pressure hoses, fill line, transducers, and bimba cylinder lines were decayed and hardened. Despite the condition of these components, the unit was otherwise fully functional at the time of inspection. As a precautionary measure, the following pneumatic assemblies and tubing were replaced vacuum tubing assembly, pressure tubing assembly, vacuum hose assembly, vacuum hose assembly and polyurethane tubing . No issues were identified in the system logs, and any routine flags were cleared as part of the pm procedure. Following replacement of the components, the fse completed a full functional check, and the unit passed without issue.

Manufacturer narrative:
Due to character limitation: complete initial reporter name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge fse during pm that cs300 intra aortic balloon pump had degraded pneumatic lines; vacuum and pressure hoses decayed and hardened. Fill line, as well as transducers and bimba cylinder lines decayed and hardened. No patient involved.